Event description:
Generator analysis was performed. As received, the pulse generator would not interrogate. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 0.344 volts and found to be at eos=yes. A visual assessment on the pcba showed no visual anomalies. Tool marks likely associated with manipulation of the device during the implant/explant procedure were to be markings consistent with devices typically used in a surgical procedure. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. In an attempt to download the data from the pulse generator, a power supply, set to 2 volts, was attached to the battery terminals of the battery while still attached to the pcba. The attempt to charge battery was unsuccessful as the battery was too depleted. The bench meter was showing approximately 2ma and the power supply was immediately turned off to prevent potential damage. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. As no programming data was able to be obtained from the returned generator and no relevant programming data has been received from the field, the cause of the depleted generator battery was unable to be confirmed. No additional relevant information has been received to date.

Event description:
Generator was received and analysis is being performed. No additional relevant information has been received to date.

Event description:
Patient had a generator replacement occur. The suspect generator was reported to have been unable to interrogate in pre-op and or prior to lead disconnection. Replacement generator had no issues communicating inside the pocket. Implant depth was not considered a factor for the communication issues. The suspect generator was taken to pathology. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the recently implanted generator was not able to be interrogated. Despite troubleshooting, the generator persists to have communication difficulties. The battery was expected to be at 75-100%. The generator was not able to be interrogated with the physician's or sales representatives programming system. When the magnet was swiped, no stimulation was felt. The patient has had the occasional seizure; however, no increase has been observed. No surgeries were performed while the patient was implanted with the generator. The patient had not had any significant weight gain. A generator reset was performed and communication was still unsuccessful. Programming data was provided. It was noted that the patient was referred for a generator replacement. Programming data was unable to provided additional information regarding the cause of the communication issues. It was reported that the generator was attempted to be palpated, but could not be definitively felt. It was noted that the programming wand was placed in the correct location. The wand was reported to be observed to communication with the generator during the generator reset; however, review of the programming data did not show a response from the generator having completed the reset. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.